Manufacturer narrative:
The failed power cord was discarded and the affected wall outlet replaced by the local biomed. The system passed testing post repair and is currently in use at the customer site. Since the involved power cord was replaced and disposed, no failure analysis could be performed. No additional evaluation information is available.

Event description:
A customer reported a faulty ie33 ultrasound system ac power cord caused a small fire inside the wall outlet. There was no clinical use or injury associated with this event.